Event description:
The device was implanted on 9/10/96, for arterial infusion of fudr for treatment of cancer. On 6/17/97, the facility's study coordinator informed the MFR's clinical affairs department that during the implant procedure, a palpable replaced right hepatic artery was noted which was obscured by two enlarged lymph nodes. The surgeon felt dissection of the lymph nodes carried some risk in an effort to ligate the replaced right hepatic artery. Therefore, the surgeon elected to have the pt undergo postoperative embolization of the replaced right hepatic artery by interventional radiology. This complication was resolved on 9/16/97, and was not considered to be related to the device. No further info was provided at this time.